Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This device was successfully explanted and a new device was placed. Subsequently, a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received, evaluation conclusion code updated in h6.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This device was successfully explanted and a new device was placed. Subsequently, a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. No additional adverse patient effects were reported.